Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the rn prepared the primary line and hung the flagyl on the secondary line. After 10 to 15 minutes, it was noticed that the bag was empty, it had either gone into the patient or the primary bag infused too fast. The medication was scanned correctly. There was no patient impact.

Event description:
It was reported that the nurse prepared the primary line and hung the flagyl on the secondary line. After 10-15 minutes, it was noticed that the bag was empty, it had either gone into the patient or the primary bag infused too fast. The medication was scanned correctly. There was no patient harm or impact. As noted by the customer provided spreadsheet. Received a copy of the customer's sus voluntary event report from FDA which states, ¿maintenance IV in primary line, antibiotic in secondary line. The medication was scanned correctly and the rn observed the antibiotic drip from the bag. It looked appropriate so rn continued with care. About 10, 15 mins later, rn noticed that the antibiotic bag was empty. After review and examination of the pump/set up, there appeared to be no evidence of misloading, the secondary bag was empty while the primary bad was full which would indicate this is likely a back check valve failure."

Event description:
It was reported that the nurse prepared the primary line and hung the flagyl on the secondary line. After 10-15 minutes, it was noticed that the bag was empty, it had either gone into the patient or the primary bag infused too fast. The medication was scanned correctly. There was no patient harm or impact. As noted by the customer provided spreadsheet. Received a copy of the customer's sus voluntary event report from FDA which states, ¿maintenance IV in primary line, antibiotic in secondary line. The medication was scanned correctly and the rn observed the antibiotic drip from the bag. It looked appropriate so rn continued with care. About 10, 15 mins later, rn noticed that the antibiotic bag was empty. After review and examination of the pump/set up, there appeared to be no evidence of misloading, the secondary bag was empty while the primary bad was full which would indicate this is likely a back check valve failure."

Manufacturer narrative:
Additional information added; d.4; g.5; e.4, and h.6. (Device codes). The customer's report that the bag emptied quickly was confirmed to be due to backflow. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies or evidence of damages were observed with the sets during initial visual inspection. During functional testing the sets re-primed via gravity and it was observed that the blue dye water from the secondary set was flowing into the primary set¿s IV bag passed the check valve, confirming the customer¿s report of backflow. The root cause was not definitively determined.

Event description:
It was reported that the nurse prepared the primary line and hung the flagyl on the secondary line. After 10-15 minutes, it was noticed that the bag was empty, it had either gone into the patient or the primary bag infused too fast. The medication was scanned correctly. There was no patient harm or impact. As noted by the customer provided spreadsheet. Received a copy of the customer's sus voluntary event report from FDA which states, ¿maintenance IV in primary line, antibiotic in secondary line. The medication was scanned correctly and the rn observed the antibiotic drip from the bag. It looked appropriate so rn continued with care. About 10, 15 mins later, rn noticed that the antibiotic bag was empty. After review and examination of the pump/set up, there appeared to be no evidence of misloading, the secondary bag was empty while the primary bad was full which would indicate this is likely a back check valve failure."